Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose of 488 mg/dl. It was stated that the customer was getting motor error alarms, and the act button was not responding. Prior to the event, the customer was at work, and was not feeling well. The customer treated with a bolus and a manual injection, but her blood glucose levels continued to elevate. The customer called her hcp, and was told to go to the hospital. Had the caller inspect the drive support cap, and it was loose. Advised the caller that the insulin pump would be replaced. Nothing further was reported.